Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy at unit 6a in the hematology-oncology (hemoc) department. The pump was running a secondary infusion at a rate of 50ml and infusion did not infuse. It was reported to have 24 inches of head height, primary lowered on fully extended blue hanger, rate less than 300ml, and visually confirmed drops flowing at the check flow screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.